Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) wants to know if the device was working properly because the patient had high blood pressure. Boston scientific technical services (ts) discussed that the device does not treat high blood pressure and advised the patient to see a physician. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.